Event description:
Information received indicates the bed will go into trendelenburg but will not lock into position.

Manufacturer narrative:
The account's maintenance replaced the trend cylinder to repair the bed.